Manufacturer narrative:
Additional information received indicates the patient was brought in and a 1.1 joule shock was delivered, which reported a 105 ohms impedance measurement. The physician planned to monitor the patient.

Manufacturer narrative:
Additional information received from the local area field representative indicated that the patient was scheduled to have a commanded shock performed. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shocking impedance measurements from 90 ohms to 135 ohms. Boston scientific technical services (ts) discussed performing a commanded shock if the impedance continues to rise. All other lead measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Approximately four months later the device was explanted due to an upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation.